Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 54 mg/dl at the time of the incident. Customer treated for low blood glucose with oj. Customer decline low blood glucose troubleshoot. Customer also states went high blood glucose 262 mg/dl treated with bolus, declined t/s high blood glucose. The pump will not be returned for analysis.